Event description:
Medtronic received information that four years post implant of this transcatheter bioprosthetic valve, two small type I stent fractures were noted (one at proximal row of zigs <(>&<)> one at distal row of zigs). It was reported that no intervention has been required and the valve remained implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.